Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "says occlusion when there is no occlusion," which was not reproduced. The reported symptom could not be confirmed through review of the event history log. There were numerous "downstream occlusion!" Alarms in the log, but it cannot be determined if these are true or false alarms. During the evaluation, the downstream sensor current reading was out of specification with a fluid filled set loaded (high readings). The downstream pressure plate gap was also found out of specification. The downstream tubing guide assembly was adjusted and the sensor recalibrated to correct this condition.

Event description:
It was reported that a spectrum pump "says occlusion when there is no occlusion." The customer reported that no medical intervention was necessary. However, any patient involvement or injury is unknown.